Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an atrial pacing and sensing failure in the bipolar mode. The physician has elected to reprogram the ipg to the unipolar mode.